Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation, the faradrive steerable sheath was selected for use. It has been mentioned that the hemostatic valve of the sheath was leaking air. The sheath was about to be inserted inside the patient but was not fully entered inside the patient when the air ingress was seen. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is expected to return for analysis. It was further reported that the faradrive, dilator, and atrial septal puncture guidewire had been inside the sheath prior or at the time air was observed. A pressure bag was used for irrigation. Guidewire was inside the farawave guidewire lumen when farawave was inserted into the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation, the faradrive steerable sheath was selected for use. It has been mentioned that the hemostatic valve of the sheath was leaking air. The sheath was about to be inserted inside the patient but was not fully entered inside the patient when the air ingress was seen. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is expected to return for analysis.